Manufacturer narrative:
Nail remains implanted. The foreign material was kept by the customer. It is not known at this time if the foreign material will be available for evaluation. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Pharmacist reported, during surgery, an unknown foreign material on the centro-medullary nail was found. The surgeon removed the foreign material from the nail and implant the device without difficulty." There was no delay in surgery and no adverse consequences for the patient.